Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with a gore® excluder® aaa endoprosthesis rlt231414. On (B)(6) 2018, follow-up imaging identified an acute thrombosis of the gore® excluder® aaa endoprostheses and of the bypass. On (B)(6) 2018, the rlt231414 component including the two iliac extender endoprostheses on the left as well as the occluder component on the right side were explanted. The femoro-femoral bypass remained in the patient.

Manufacturer narrative:
Please note: this report is associated with MFR report numbers 2017233-2019-00038 and 2017233-2019-00039. B3: updated field content. B5: updated field content. B7: updated field content. D4. Lot#: added data. D4. Catalog#: added data. D4. Expiration date: added date. D4. Unique identifier (di)#: added data. Complete UDI of the gore® excluder® trunk-ipsilateral leg component rlt231414/17553568: (B)(4). D6. If implanted, give date: added date. G1: updated field content. Also, correct manufacturer registration number is (B)(4). H4. Device manufacture date: added date. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel and surgical conversion. The explanted gore® excluder® trunk-ipsilateral leg component rlt231414/17553568 was returned to geprovas for investigation. The following is a summary of the ei observations: tissue present: yes. Scattered plaques of red/brown tissue deposits were observed on the ablumen. The distal lumen of the non-gore graft was partially lined with tan/brown to dark red tissue. The devices were patent. A belled contralateral leg (non-gore graft) was deployed in an upside down fashion within the body of the trunk, occluding the contralateral gate. The ipsilateral leg, distal to the bifurcation, was fixed in a twisted fashion by the luminally implanted graft. Request for additional analysis: no. Reason: based on review of the report in conjunction with the conclusion of the geprovas investigators, no additional analysis is requested.

Manufacturer narrative:
Please note: this report is associated with MFR report numbers 2017233-2019-00038 and 2017233-2019-00039. The lot# for the gore® excluder® aaa endprosthesis was not available. A review of the manufacturing paperwork was therefore not performed.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, the endograft was explanted due to an acute thrombosis of the gore® excluder® aaa endoprostheses and the bypass. The occluder and the two iliac extensions were also explanted. The femoro-femoral bypass remained in the patient.